Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the ra and rv leads are scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead experienced increased pacing impedance. In addition, the rv lead exhibited a rise in pacing threshold. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the rv pace impedance has been rising from a baseline of 700 ohms in (B)(6) 2014 to more than 1500 ohms in (B)(6) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.